Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6), 2007. According to the complainant, post-procedure, the patient suffered chronic pain, bleeding, severe and frequent infections and dyspareunia. The patient also suffered from disfigurement and permanent destruction of pelvic and vaginal tissue warranting additional surgical intervention. All other information is unknown and unavailable.